Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 55840019590, 510k # k113174 and UDI (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient underwent spinal procedure at l1/l3. Post-op, pseudarthrosis was developed due to l2 fracture. The patient underwent spinal surgery again for bone grafting and extending fixation at th12/l4. During the surgery, the screw on the left side of l1 was easily pulled out by hand at the time of removing rod on the left side. The screw was planned to be inserted, but the screw head was hardened with an angle that did not stabilize. While removing, the screw loosening was found and it was easily pulled out with a hand before attaching it with the driver. A new screw was inserted instead. There was a delay of less than 60 minutes as the result of the event. No patient complications were reported as unknown as a result of this event.